Event description:
It was reported that the battery was dead and had not been working for the 6 months prior. There was going to be an MRI, with the area to be scanned was the head/brain. The MRI was not related to the device. The healthcare provider (hcp) did not have any additional information regarding the issues with the stimulator. It was later reported that there was a routine end of life (eol) and it was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v008515, implanted: (B)(6) 2006, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377845, lot# v008515, implanted: (B)(6) 2006, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).